Event description:
It was reported that a disconnection at the pump connector occurred. When the surgeon was opening the pocket for a pump replacement on the report date, there was clear fluid in the pocket. The volume of the fluid was unknown. When attempting to aspirate from the catheter access port (cap), the surgeon got good flow, but wanted to confirm connection due to the fluid in the pocket, so he clamped the catheter, attempted to aspirate and got a small volume of fluid but also got air. He flushed the catheter with the clamp in place and noted dripping from the connector, therefore elected to replace the sutureless connector. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8578, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the 8709sc catheter revealed sc connector coring-tears-cuts in seal. Under microscope inspection a deep, circular coring can be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing in the lab showed the sc connector to be leaking, most likely due to the coring that was seen. Also, one of the retaining ring fingers was missing as received. It may have been torn away.